Manufacturer narrative:
The investigation into the reported, low pump flow has been completed since the original report was filed. Product was not returned for review. The root cause of the delivery issue was use related to misuse of incorrect cook 16f sheath.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was originally placed without complication via 14x25 sheath. Hematoma was noted at access site, however there is no known intervention for the hematoma. Sheath was inspected under flouro and it was found that it was kinked in two sections. Decision was made to remove the impella and sheath and place a 16f cook sheath then reinsert the impella. Cook sheath placed without complication. Upon insertion of the impella, pump would not advance past a certain point. Flouro showed two kinks again in the cook sheath making it impossible to pass the impella through it. The physician decided to remove the impella cp and replace it with an impella 5.5.